Event description:
It was reported that during implantation the pre-loaded intraocular lens (iol) haptic broke. Account indicated that the cartridge tip had patient contact and there was no patient involvement. No further information was provided.

Manufacturer narrative:
Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 01-mar-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received submerged in an unknown aqueous solution. The complaint simplicity handpiece was received as well. Initial inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and scratches were identified on the optic body. No haptic damage could be observed. Visual inspection of the simplicity revealed that the plunger rod was bent, and that lens module and cartridge were damaged, in a way that was consistent with a cartridge that was cut in half. The complaint issue reported could not be verified. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.